Event description:
Catheter was not functional and was leaking. Catheter's site was opened under local anehthesia. The catheter was removed. One of the diaphragms slipped off from the plastic surroundings.